Event description:
It was reported that the patient developed an infection. The right atrial (ra)lead was removed with the rest of the system. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).